Event description:
Report received from the USA stating that the cutter could not be removed from the device. The device was being used during surgery. There was no pt or user injury reported. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).